Event description:
Failure code 533. Information was not provided regarding whether or not the failure occurred during an infusion. No reports of any patient incident involving pump since the last baxter service event.